Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: h10. Sientra requests to void this medical device report. Updated information was given by the healthcare provider that this is a duplicate event. Please refer to medical device report:1651189-2025-08106 for details of this event. Correction: a1.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown.